Event description:
Meter was prompting an insert strip message when attempted to test blood glucose. The pt stated that he did not test on his meter for one month due to the insert strip message on his meter. He contacted his physician for advice, who advised him to take 30 units of 70/30 insulin, twice daily. He took his insulin at approx 10:30 a.m., ate breakfast, and went to work. He did not have any symptoms at the time that he took his insulin. After arriving at work, at 11:00 a.m., he began to feel weak and he passed out. His co-workers found him on the floor and they called the paramedics. The paramedics obtained a blood glucose result of 15 mg/dl when they tested him on their meter. The pt was given glucose and taken to the hosp, where he was monitored unitl his blood glucose stabilized.